Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the internal rotor to be very slightly misaligned. Manually cranked the rotor to the correct position and performed a motion calibration. Door now closes fine. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used for a unknown procedure. It was reported that the gantry door was unable to close. A different imaging system was used to complete the case. No impact on patient outcome. There was a 20 min delay to case. Additional information received. It was reported the issue occurred during a spine procedure.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the internal rotor to be very slightly misaligned. Manually cranked the rotor to the correct position and performed a motion calibration. Door now closes fine. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used for a unknown procedure. It was reported that the gantry door was unable to close. A different imaging system was used to complete the case. No impact on patient outcome. There was a 20 min delay to case. Additional information received. It was reported the issue occurred during a spine procedure.